Event description:
It was reported that an intrathecal baclofen (itb) physician has observed a ¿difference in drug flow¿ was seen with the ascenda catheter. The physician used the place the catheter as high as c5-c6, but after observing several patients who had side effects, he ¿came up with this theory¿. The physician revised the first ascenda catheters that he placed and used t1-t2 as the new catheter level. It was noted that the physician had around 7 patients with ascenda catheters. It was later reported that the physician did not change dosing or concentration. The previous catheter that the physician used was an ¿older¿ 2-piece catheter. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).